Event description:
Information was received from a consumer regarding a patient receiving medication via an implanted pump. The patient thought the medication was fentanyl at the time of the event. The indication for pump use was non-malignant pain. The patient reported that many years ago when they had a pump refill, the pa (physician¿s assistant) filled, the pump and as the patient was driving home, they almost "knocked out" which the patient confirmed as they almost passed out. Per the patient, they went right back to the clinic and the pa said that probably what happened was that not all the medication was put in the pump and wrote them a prescription for narcan in case they would need it for overdose. The patient also stated that their blood pressure was very high, and the pa said that was because of the amount of pain the patient was in.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.